Manufacturer narrative:
(B)(4). The customer reported a power supply malfunction. The device was evaluated at philips. The symptom was clarified as an on screen power supply failure message. The lithium battery was replaced to resolve the issue.

Event description:
The customer reported a power supply malfunction.